Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed evidence of previous liquid spillage observed around the latch lock area and on the pump base (chassis), the lcd lens was marked, and the dso seal was bubbled. The tamper seal was missing. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was undetermined. As a result, the pump was cleaned, and preventive maintenance was performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.g2 email is: regulatory.responses@icumed.com.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported when the pump was disconnected from the patient there was precipitate around the metal lock and the connection between the disposable and pump. No patient injury.